Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care professional (hcp) suspected that there was loss of capture on this right ventricular (rv) lead. Technical services (ts) reviewed device data and noted that it may be a fusion event. This lead remains in service. No adverse patient effects were reported.